Event description:
The customer reported that upon power up after running the user initiated shift check the device indicated an error code 20003 with the messaged system failure. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that upon power up after running the user initiated shift check the device indicated an error code 20003 with the messaged system failure. There was no pt involvement. The response center (rc) worked with the site biomed to troubleshoot the issue. The site biomed confirmed the stated problem. The rc recommended that the biomed replace the control pca. The biomed replaced the control pca to resolve this malfunction. The device then passed all performance assurance tests and was returned to svc. No further communication was requested and no further communication is indicated.